Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified peripheral artery. A 6.0 x 60mm,135cm ranger global dcb balloon catheter was selected for use. The balloon coated once and was not fully inflated before it ruptured to 12 atmospheres for a couple of seconds. The balloon was removed without any problem, and all the pieces were intact, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the ranger device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was noted to be present in balloon. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 3mm distal from the proximal markerband. As per IFU the rated burst pressure for this device is 14 atmospheres. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft. No other issues were identified with the device.

Manufacturer narrative:
Investigation results: device technical analysis: upon receipt at our post market quality assurance laboratory, a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was noted to be present in balloon. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 3mm distal from the proximal markerband. As per IFU the rated burst pressure for this device is 14 atmospheres. The markerbands and tip section of the device were visually examined, and no issues were noted with the markerbands or tip of the device. A visual and tactile examination of the hypotube shaft found no issues with the shaft. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a review of the ranger (dcb) device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified peripheral artery. A 6.0 x 60mm,135cm ranger global dcb balloon catheter was selected for use. The balloon coated once and was not fully inflated before it ruptured to 12 atmospheres for a couple of seconds. The balloon was removed without any problem, and all the pieces were intact, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified peripheral artery. A 6.0 x 60mm,135cmranger global dcb balloon catheter was selected for use. The balloon coated once and was not fully inflated before it ruptured to 12 atmospheres for a couple of seconds. The balloon was removed without any problem and all the pieces were intact, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.